Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states he thinks the wheel hub is cracked and the bearings are making a popping sound.